Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that minicap transfer set was misassembled. This was discovered before patient use. It was stated that the blue ring cap fell off. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation in an unopened pouch and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. A loose blue pull ring cap inside of an unopened pouch was identified during visual inspection. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.